Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular. Imdrf device code a04 captures the reportable event of gel last too long.

Event description:
It was reported that the patient received the spaceoar vue device in october 2024. The patient completed radiation treatment two months after the placement procedure. In summer of 2025, the patient experienced rectal bleeding. Magnetic resonance imaging (MRI) and computed tomography (CT) images were performed and showed that there is hydrogel still present in the seminal vesicles. The issue was reported as ongoing.